Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a pressure accuracy problem. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date received by MFR: 01aug2019. Date of this report: 07aug2019. The manufacturer's field service engineer (fse) confirmed the reported pressure accuracy test failure. The fse noticed the proximal pressure port was pushed in and loose and displayed a disconnect error code. The manufacturer's field service engineer (fse) replaced front panel which resolved the issue.